Event description:
Reporter alleged obtaining a discrepant blood glucose result of 490 mg/dl back to back with a result of 121 mg/dl on the advantage system when testing was performed within 10 mins. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.